Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. It was also reported that during the fill tubing process, insulin was not observed exiting the end of the tubing after filling with 16 units of insulin. The customer reported experiencing blood glucose (bg) levels up to 460 (mg/dl); however their bg level was 260 (mg/dl) at the time the event was reported. A pump correction bolus was delivered to address bg levels. During troubleshooting with tandem technical support, it was indicated that the cartridge was the possible source of the occlusion. The customer was successfully guided through a complete supply change and the issues were resolved.